Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller was not returned for evaluation. Two (2) batteries and one (1) controller ac adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries and controller ac adapter revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed an abnormal relative state of charge (rsoc) behavior involving one of the batteries. One battery, was connected to power port one (1) of the controller and was a primary power source from on 09/mar/2021 at 14:54:00 until 10/mar/2021 at 00:25:11. Throughout this period the battery was providing power to the controller and reporting a an unchanged rsoc value of 99%. The data logged on 10/mar/2021 between 00:40:13 and 03:55:37 revealed that the battery was connected to power port two (2) with a 99% rsoc and a power adapter was connected to power port 1 as a primary power source. This observation was followed by multiple controller fault alarms logged on 10/mar/2021 between 03:59:15 and 04:00:52 involving one of the batteries connected to power port one (1). Since the reported rsoc value did not decrease, the controller didn¿t switch to the secondary power source and no low battery or critical battery alarms were triggered to alert the patient to replace the battery, and the battery was allowed to continue to deplete. A controller fault alarm will be triggered if a battery is approaching 0% rsoc. Further investigation using a representative sample revealed that the reported event can be replicated by exposing the battery to electrostatic discharge (esd). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a battery malfunction involving one of the batteries, due to an esd event, resulting in the battery reporting a frozen rsoc value while powering the controller, thus resulting in the battery being allowed to deplete completely. CAPA pr00519785 is investigating battery issues related to esd. Additional products: d1: heartware ventricular assist system ¿ battery d9: yes, return date: 24-mar-2021 h3: yes dev rtn to MFR? Yes h5: no h6: img code(s): g02002 h6: FDA method code(s): b15, b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d1: heartware ventricular assist system ¿ battery d9: yes, return date: 24-mar-2021 h3: yes dev rtn to MFR? Yes h5: no h6: img code(s): g02002, g02013 h6: FDA method code(s): b15, b01 h6: FDA results code(s): c0302 h6: FDA conclusion code(s): d06 d1: heartware ventricular assist system ¿ controller ac adapter d9: yes, return date: 01-apr-2021 h3: yes dev rtn to MFR? Yes h5: no h6: img code(s): g02027 h6: FDA method code(s): b15, b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and annex c and d codes. Product event summary: based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2021 / serial #: (B)(4). UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun. Mfg date: 26-oct-2020. Labeled for single use: no. (B)(4). Additional products: . Heartware ventricular assist system battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2021 / serial #: (B)(4). UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun. Mfg date: 26-oct-2020. Labeled for single use: no. (B)(4). (B)(4). Heartware ventricular assist system controller ac adapter. Model #: 1430de / catalog #: 1430de / expiration date: unk / serial #: (B)(4). UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use: no. (B)(4).

Event description:
It was reported that the controller exhibited controller fault alarms. It was also reported that two batteries and a controller ac adapter exhibited power out of range. The controller remains in use. The batteries and controller ac adapter were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction to section h10. (B)(6) annex c and d codes were added. Additional products: d4: serial #: (B)(6) h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.